Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "high inspiratory pressure" alarm condition occurred. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There ws no allegation of device malfunction. The device was not in patient use.